Event description:
It was reported "structures were close together and upon attempting to place clip it "snagged" on the other clips and fell off the applier - twice...the issue was not due primarily to the clip applier, but the clips, as they were too close to each other causing the clips to fall off. And, after replacing the clips, he was able to successfully use the same device. In dr's opinion, at the present time, he sees no reason to consider a redesign of the device. However, he thinks more in-depth proficiency training may help to ensure better user handling". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "structures were close together and upon attempting to place clip it "snagged" on the other clips and fell off the applier - twice. The issue was not due primarily to the clip applier, but the clips, as they were too close to each other causing the clips to fall off. And, after replacing the clips, he was able to successfully use the same device. In dr's opinion, at the present time, he sees no reason to consider a redesign of the device. However, he thinks more in-depth proficiency training may help to ensure better user handling". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.